Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2022-00139 through 3012447612-2022-001142.

Event description:
It was reported that several instruments were found to be damaged during a routine inspection. No specific patient or surgical information is known. This is report three of four for this event.

Event description:
It was reported that several instruments were found to be damaged during a routine inspection. No specific patient or surgical information is known. This is report three of four for this event.

Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: polaris inserters (4 each of pn 14-500185) are all missing the alignment block. Root cause: root cause was unable to be determined. These failures could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.